Event description:
It was reported that prior to elective device replacement procedure, high capture thresholds in the rv lead was observed during device check. The patient is pacemaker dependent. Physician elected to replace the lead. During procedure, intermittent loss of rv capture was noted. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.